Event description:
A nurse reported to baxter (B)(4) that during patient use the tubing set developed a crack/rupture next to the blood pump region. The machine was stopped immediately. There was patient involvement, but no injury or medical intervention was reported as a result of this incident.

Manufacturer narrative:
(B)(4). The supplier stated only photos of the sample were provided for evaluation and based on the photos, a cut was observed on the blood pump segment. Without the actual device for evaluation, the root cause could not be determined. A batch review was conducted, and no issues were found related to the reported condition during the manufacture of the lot. The supplier indicates that similar reports have been received.

Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample was discarded. Should additional information become available, a follow up MDR will be sent.